Manufacturer narrative:
The used 23+ 5.0 cycle per minute (cpm) posterior pak was visually inspected, and no obvious defects were found. The identification (ID) tabs and the infusion chamber were intact. The returned probe, manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassette without any interference. The ball in the drip chambers¿ check valves moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 5000 cut rates displayed on the console screen. The submerge leak test was performed on the cassette. No leakage occurred during generating 200-millimeter(s) of mercury (mmhg) pressure. The sample was tested using the console with current software. The sample could prime and pass intraocular pressure (iop) calibration successfully. The sample was recognized as posterior cassette on the console. No air leak or fluid leak were detected from the infusion airline during priming process. No fluid flowed to the airline of the administration line. No message code appeared on the screen. No bubble was observed in the nifs fluid path before the cleaning process. No leakage was detected from the cassette, drain bag, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No adverse trends observed: complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cassette leaked during the vitrectomy surgery. The surgery was completed on same day by replacing the new product. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened, and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).